Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation procedure with a vizigo sheath and observed the sheath valve was broken. After opening the product packaging, it was noticed that the vizigo sheath was damaged. They were unable to introduce the dilator and there was an issue with the hemostatic valve. Unable to confirm if the hemostatic valve was damaged or not. The carto vizigo® sheath was replaced and the issue was resolved. The procedure continued with no further issues. There was no patient consequence reported. Additional information was received on 12-feb-2026. The sheath valve was broken and was noticed at the very start of the procedure. The hemostatic valve issue was originally considered non-reportable, however, bwi became aware on 12-feb-2026 that the sheath valve was broken and have reassessed the event as reportable. The awareness date for this record is 12-feb-2026.

Manufacturer narrative:
The device evaluation details. The device was returned to johnson & johnson medtech (j&j) for evaluation on 18-feb-2026. Visual inspection and microscopic examination of the returned device were performed following j&j procedures. Visual analysis was performed and no separation was identified with the hub component; however, the hemostatic valve was observed dislodged inside of hub component. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. Finally, the dilator was introduced through the sheath, and a resistance was felt due to valve issue identified. A device history record was performed for the finished device batch number, and no internal actions were identified. The dislodgment of the valve could be related to the impeded issue reported by the customer; therefore, the complaint was confirmed. The potential caused of the damage on the valve could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve. The instructions for use contain (IFU) the following precautions: use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port. Do not remove the dilator or catheter rapidly. Damage to the hemostatic valve may occur. Once the sheath is inserted into the vasculature and the dilator is removed, aspirate until steady blood return is achieved prior to flushing or infusion. All fluid infusion should be through the side port. To minimize the risk of air embolism provide a continuous infusion of heparinized saline solution once the sheath is inserted into the patient. Slowly remove or insert the dilator or other devices. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).